Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and insulin pump received motor error, unspecified pump error and prime anomaly. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with manual injection. The customer reported that they received a motor error alarm. It was reported that sometimes drips and other times it shoots out and also had unspecified pump error. It was reported that they had no delivery alerts. The customer reported that the insulin pump shutoff without any warning. The customer reported that the insulin pump rejected new battery. The insulin pump will not be returned for analysis.